Event description:
It was reported that there was high impedance, and that thresholds have been increasing over the past three years. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.